Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) doppler tip was found to be broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the doppler tip was shattered/cracked and unable to see, which was most likely dropped. In order to fix the issue, the fse replaced the doppler. The fse performed a pm, all functional tests and validated calibration. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp)unit doppler is broken on unit. There was no patient involvement reported .